Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 49 mg/dl. Cause was not known. Customer consumed toast to address bg. The customer declined follow-up from tandem technical support regarding the issue, therefore no additional information was obtained.